Manufacturer narrative:
The customer had reported to customer service that she was experiencing pain with both 24 and 27 mm breast shields. Customer service provided the customer with a larger breast shield (30 mm), provided product tips and referred her to a local lactation consultant. A medela clinician was unable to contact the customer by phone on (B)(4) 2012. She sent the customer an email with info regarding breast shield sizing and fit, maximum comfort setting and pump usage to promote comfort and efficiency. The medela clinician received an email from the customer on (B)(6) 2012. The customer stated that she was diagnosed with a yeast infection and is now using an oral and topical medication by her lactation consultant. The lactation consultant verified the customer was using the proper breast shield size (27 mm). The issue was resolved with the proper care and breast shield sizing.

Event description:
The customer reported to customer service that her breast shields were too small causing her discomfort (soreness at base of nipple and some red swelling) as well as blanching. She requested 2 larger breast shields sizes to alleviate the pain.